Event description:
It was reported that the patient could not get the purewick female external catheter in them and just could not use it. Patient was no longer using purewick. It was noted that the patient had been using the purewick products for more than 90 days. Per additional information received via liberator on 10jan2021, it was stated that the patient thought that the purewick female external catheter was to be inserted into body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient could not get the purewick female external catheter in them and just could not use it. Patient was no longer using purewick. It was noted that the patient had been using the purewick products for more than 90 days. Per additional information received via liberator on 10jan2021, it was stated that the patient thought that the purewick female external catheter was to be inserted into body.

Manufacturer narrative:
The reported event was confirmed to be use related. No sample was returned for evaluation. A potential root cause for this failure could be "user unaware of correct use of device, places device incorrectly". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "indication for use: the purewicktm female external catheter is intended for non-invasive urine output management in female patients". The IFU also states "to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.